Event description:
It was reported that at the user facility the blade mount base of the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that at the user facility the blade mount base of the device disassembled. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported disassembly of the blade mount base was confirmed by a manufacturer repair technician. Upon disassembly, it was found a back press fit failure was found, which can lead to the reported event and can be caused by a material fatigue issue or impact.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.